Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating with the server. A technical support specialist (tss) performed troubleshooting activities to restore system connectivity, which included restarting the carefusion coordination engine services, restarting the external messaging service, rebooting the central communication engine, and rebooting the application server. Following completion of the application server reboot, full system communication was successfully restored. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were not communicating with the server. The customer reported that the facility server was not connecting with the devices. Although the customer was able to log in to the server, the system indicated that 43 devices at one site were not communicating. An additional issue was reported at another facility, where 249 devices were shown as not communicating. The customer also reported that all affected stations displayed a disconnected mode icon. There were no delay or adverse events or injuries reported based on this event.